Manufacturer narrative:
(B)(4). Hospitalization box unchecked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2018, an echocardiogram was performed. Mr increased to grade of 3-4. It was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No leaflet damage was noted. The patient remains stable and an additional procedure will be performed for treatment. No additional information was provided.